Manufacturer narrative:
Patient age: over 18 years old. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic examination revealed a partial separation at the collar/proximal shaft bond with the collar damaged and the ptfe still intact. Microscopic examination presented no damage or irregularities to the distal. Microscopic examination presented no damage or irregularities to the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Complaint reportable upon analysis completed on (B)(4) 2015. It was reported that the shaft was kinked. The 90% stenosed lesion being treated was located in the severely calcified, severely tortuous right coronary artery. Upon advancement a guidezilla guide extension catheter it was noted that the shaft kinked near the collar. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Device analysis found a partial shaft break.